Event description:
A malfunction alarm was reported by the customer, but there were no notable events prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer experienced at least three occurrences of the same malfunction. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.